Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Items were implanted (B)(6) 2013 at (B)(6), and explanted (B)(6) 2015 at (B)(6) due to pain. Patient said two parts do not stay together.